Event description:
The customer reported during IV administration of propofol "IV tubing developed an aneurysm in line at section where tubing is threaded into the pump." There was no patient harm or medical intervention reported. No add'l event or patient info is available.

Manufacturer narrative:
(B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the manufacturer. Although requested, the affected product has not been rec'd for investigation. A f/u report will be submitted with evaluation results should the product be rec'd.